Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).